Event description:
It was reported that this patient's right knee was revised approximately 12 years post op. Patient was revised due to wear and pain. A new vit e 9mm insert placed with no issues. Explants not available.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 204-04-33 - trapezoid tibial tray sz 3f/3t. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 230-03-03 - optetrak asy,cr cemented femoral, sz 3, (B)(6), 620-00-02 - platelet rich plasma kit with spray tips. (B)(6), 620-11-02 - accelerate conc. Sys rep by 620-12-02.

Manufacturer narrative:
The revision reported was likely the result of tibial insert prosthesis wear over 12 years of implantation. Possible causes for polyethylene wear include high contract stresses during knee flexion, implant malalignment, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. As the suspect device was not provided, none of these potential causes or their contribution to the sequence of events can be confirmed. H6: corrected medical device, component, and investigation clinical codes.